Event description:
It was reported that the system 6 sagittal saw is overheating at user facility. No further information was provided by the customer. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the system 6 sagittal saw is overheating at user facility. No further information was provided by the customer. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The reported event, saw gets hot when used, was duplicated. Through functional inspection, the service technician noted that the handpiece warmed up around the front cap area while in use. Upon disassembly, the eccentric bearing was found to be worn. The eccentric bearing was replaced along with other preventative maintenance, and the repaired handpiece was returned to the customer.